Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has occurred in patient anatomy previously and caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that during preparation, the wire protecting the lumen was removed and the stent come out. There was no patient involvement. No additional event or patient information is available.

Manufacturer narrative:
Results - quality engineering was unable to determine a root cause for the reported stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood or contrast visible. The stent implant was returned in the sheath and on the stylet. There were crimp marks on the balloon between the markers. The first row of proximal struts were slightly smashed. There was no other damaged noted to the stent implant. The balloon was loosely folded. There was a kink in the hypotube 35.5 cm distal to the strain relief tubing. There was a bend in the hypotube 82.5 cm distal to the strain relief tubing. There was no other damage noted on the sds. The orange protective sheath was returned with the sds. The tip seal length was measured and met manufacturing criteria using a laser micrometer, the stent implant outer diameters were measured using a laser micrometer and the proximal and middle outer diameter were oversized. The measurement of the flared end of the sheath measuring using pin gauges. Product performance engineering reviewed the incident information and analysis of the returned rx vision stent delivery system (sds). It was reported that during preparation, the stent dislodged when the stylet was removed. Analysis of the sds confirmed that the stent implant was dislodged and returned inside the protective sheath. There was no blood or contrast visible, which is consistent with the reported information that the device was not inserted into the body. Crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The balloon displayed loose folds and the stent out diameters were oversized, which is an indication that air may have been introduced into the system at some point. The partial expansion of the balloon appears to have caused the stent implant to slightly deploy, facilitating its dislodgement during removal of the protective sheath. The proximal end of the stent was also noted as slightly smashed, which may have occurred during the removal of the protective sheath. The inner diameter of the protective sheath met manufacturing criteria. In this case with the information received, it appears that the stent dislodgement may be a result of positive pressure during prep and/or forced sheath removal. However, a conclusive root cause cannot be determined. In addition, a kink and a bend were noted in the hypotube, which were not reported in the incident and may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. This damage does not appear to be related to or to have contributed to the reported stent dislodgement. Product performance engineering will trend and monitor the experience circumstances. A review of the finished device lot history record did not reveal any non-conformities. A query of the complaint-handling database was performed and there have been no similar reported with this part and lot number combination. All stent delivery systems are 100% visually inspected online for stent implant placement and security. This MDR is considered closed by the product performance group.